Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection did not reveal any defects. There was slight noise on the electrodes but mapping was active and no errors were found. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
After performing brockenbrough, the intellamap orion high resolution mapping catheter was inserted in the left atrium and a mapping was completed. As it was attempted to merge the completed map with the CT, a drop in the patient's blood pressure was confirmed. An echo showed that the patient had a cardiac tamponade. Drainage was performed, but did not resolve the tamponade. The patient was therefore sent for an open-heart surgery. It was reported that there was a hole in the anterior side of the left superior pulmonary vein (lspv). The patient had been recovered enough to eat 4 days after the thoracotomy. In regard to the cause of the cardiac perforation, it is possible that the orion device was pushed too hard with undeployed state. The device has been returned to boston scientific for analysis.

Event description:
After performing brockenbrough, the intellamap orion high resolution mapping catheter was inserted in the left atrium and a mapping was completed. As it was attempted to merge the completed map with the CT, a drop in the patient's blood pressure was confirmed. An echo showed that the patient had a cardiac tamponade. Drainage was performed, but did not resolve the tamponade. The patient was therefore sent for an open-heart surgery. It was reported that there was a hole in the anterior side of the left superior pulmonary vein (lspv). The patient had been recovered enough to eat 4 days after the thoracotomy. In regard to the cause of the cardiac perforation, it is possible that the orion device was pushed too hard with undeployed state. The device has been returned to boston scientific for analysis.